Manufacturer narrative:
Insulin pump received with cracked case on display window corners, loose and protruded drive support disk, minor scratches on lcd window, cracked reservoir tube lip, and broken belt clip slot.

Event description:
Customer reported cracks in the insulin pump on the edge of the display. The drive support cap is protruded/flush. Customer has pressed the drive support cap while connected and nothing happened. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.